Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection piece between the container and the port was broken; and as a result, fluid leaked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection piece between the container and the port was broken; and as a result, fluid leaked.

Manufacturer narrative:
Received 1 used wound evacuator only. During visual evaluation it was found that the evacuator had missing the retaining ring. There was evidence that the top part was assembled to the evacuator's bulb. Evidence of this assembly is usually noted with a mark on the bottom part of the silicone bulb. The ring was not returned for evaluation with sample. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "vi. Warnings: an airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection piece between the container and the port was broken; and as a result, fluid leaked.